Event description:
Healthcare professional reported the homechoice cycler may have overfilled a home pt. Health care professional states during fill 1, the home pt's wife noted the homechoice cycler displayed the delivered fill volume was 2375ml, although the homechoice cycler was programmed to deliver 2300ml. Health care professional related the home pt's wife pressed "stop" and bypassed the remainder of fill 1. After bypassing, the home pt continued therapy onto completion. According to health care professional, there was no pt injury or medical intervention.